Event description:
The catheter in question was being used in a left sided atrial fibrillation procedure by the doctor and his fellow. The catheter was used to map the la in the usual fashion. The doctor reported that the lasso nav catheter in question entered the left ventricle in error and was removed. It was observed that the catheter began behaving abnormally in the la as it was attempted to be manipulated. It did not deflect in the usual fashion and would not pull back into the sheath. After much manipulation with less than optimum movement, it was decided to remove the catheter and replace it with one of the same type. Upon attempting to remove the catheter, it was reported to be very difficult requiring much manipulation to remove. The doctor reported that he felt as though the catheter had gotten caught on a chordae tendineae in the left ventricle. He stated that upon removal of this catheter, a string-like structure resembling chordae tendineae was noted. Both the catheter and the sheath were removed due to the difficulty in the removal process. It was stated by the doctor that the pt was reported to be stable, with absolutely no sequelae. An echocardiogram was done at the bedside and was reported to be unchanged from baseline. A catheter of the same type was inserted and the procedure continued without any further reported difficulties. A follow up echo was also completed with no reported changes. A tissues biopsy was sent to the laboratory, but no result was available as of 2009.